Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic due to their pacemaker eroding through the pocket. The patient's right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were all exposed and visible through the pocket. The ra and rv leads were explanted. The pacemaker and lv lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
The pacemaker was returned due to an event of pocket erosion. Analysis of the pacemaker found that the interrogation results were normal. The device image was able to be downloaded successfully and the visual screen was acceptable. No other anomalies were found.